Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of fatigue. Plaintiff also began suffering weight gain and pain during intercourse. Since undergoing the essure procedure plaintiff has suffered from severe migraines-for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff also suffered hair loss after being implanted with essure. Her essure-related pain grew so severe that she was forced to seek treatment at the emergency room. While in the emergency room, she was told that her symptoms were caused by endometriosis and she was released. However, upon further examination, the physician determined that the essure was toxic to plaintiffs body and subsequently scheduled plaintiff for laparoscopy to remove the device. On or around (B)(6) 2016, plaintiff underwent the laparoscopic removal of the essure and her fallopian tubes. Plaintiff underwent the laparoscopic removal of the essure, her symptoms have resolved. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding. These events are listed in the reference safety information for essure. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Abdominal pain is also a common occurrence under consumers. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, these both events were assessed as related to essure use. This case was regarded as incident since an intervention was required (surgical removal of essure). Other nonserious events were reported. Product technical analysis is being sought. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated of the fallopian tube"), genital haemorrhage ("heavy bleeding"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("severe menstrual pain / menstrual pain (severe)"), back pain ("severe back pain / back pain (ache)"), dyspareunia ("pain during intercourse") and uterine pain ("excruciating pain in uterus") in a 22-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal in 2003, multigravida, parity 2 (date of births: (B)(6) 2007, (B)(6) 2009), tonsillectomy in 1994, chlamydial infection (vaginal discharge, vaginal pressure) on (B)(6) 2009, termination of pregnancy - elective, juvenile arthritis (juvenile inflammatory joint pain (during pregnancy)) in 2006, aching in knees (knee pain, long standing. Arthralgia¿s unclear in nature on (B)(6) 2004. Arthralgia secondary to trauma.) In 2005, exercise induced asthma (significant for a history of exercise-induced asthma), pap smear abnormal, anemia, migraine headache, migraine, arthritis and arthralgia from 2004 to 2006. Plaintiff is not allergic to nickel or any hypersensitivity reaction to nickel. Essure did not cause or aggravated any psychiatric condition. Social history: former smoker(1 and half packet per day), alcohol intake-occasional and caffeine intake-heavy (B)(6) 2009: intrauterine pregnancy at 40 weeks gestation with spontaneous labor, positive urine drug screen (positive for marijuana). Previously administered products included for knee pain: ibuprofen; for an unreported indication: ortho evra patch in 2009 and oral pill from 2002 to 2009. Concurrent conditions included body mass index normal. Family history included diabetes (maternal grandmother), heart disease, unspecified (maternal grandfather), asthma (brother) and duodenal cancer (maternal grandmother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced patellofemoral pain syndrome ("right knee pain (patellofemoral pain syndrome)"), 10 months 20 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("severe migraines / headache(migraine)"). On (B)(6) 2011, the patient experienced cough ("cough"). In (B)(6) 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced nausea ("constant nausea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating / abdominal swelling"). In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomiting"), endometriosis ("endometriosis"), device intolerance ("essure was ¿toxic¿ to body"), uterine pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy /weakness"), swelling ("swelling"), dependence ("addiction"), malaise ("overall illness"), fall ("fell"), musculoskeletal chest pain ("rib pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016, removal of essure and laparoscopic removal of fallopian tubes and essure inserts). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, fatigue, migraine, alopecia, malaise and nausea was resolving, the genital haemorrhage, back pain, weight increased, dyspareunia, endometriosis, device intolerance, uterine pain, asthenia, abdominal distension and swelling had resolved and the pelvic pain, vomiting, dependence, fall, musculoskeletal chest pain, patellofemoral pain syndrome, cough and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for cough, fall and musculoskeletal chest pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, asthenia, back pain, dependence, device intolerance, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, malaise, migraine, nausea, patellofemoral pain syndrome, pelvic pain, swelling, uterine pain, vomiting and weight increased to be related to essure. The reporter commented: plaintiff was not advice of any complications that occurred at the time of essure placement procedure. (B)(6) 2009: hysteroscopy tubal sterilization with essure comment: 4 coils visible on left, 3 on right. Probable paravertebral muscle spasm. No abnormal motion seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram - on (B)(6) 2013: results: no acute changes, constipation.. Computerised tomogram abdomen - on (B)(6) 2013: the liver is normal. Spleen is mildly prominent. Pancreas, adrenals, and kidneys are unremarkable. There is some increased attenuation in the medullary areas bilaterally which suggests the possibility of renal tubular ectasia or mild medullary calcinosis. There is no retroperitoneal adenopathy. There is no ascites. There is no evidence for renal obstruction or ureteral calculus. Constipation is present. In the pelvis, the patient is status post essure procedure. There are no masses, adenopathy or free fluid. There is a posterior right pelvic calcification which is likely a phlebolith as it appears to be very posterior in location.. Computerised tomogram head - on (B)(6) 2011: not provided. Hysterosalpingogram - on (B)(6) 2009: results: essure closure wires are in place. Occluded tubes. Uterine cavity is normal in size and configuration. No intraluminal filling defects. Essure closure wires are in place. No contrast material passed into the fallopian tubes and there was no free spill of contrast. Normal post essure hysterosalpingogram - post essure procedure 3 months ago. Follow-up. Iodine test for essure.. Orthopaedic examination - on (B)(6) 2010: minimal edema at the ankle joint. No fracture / the pelvis appears intact. There is no evidence of fracture or bony abnormality. No fracture, dislocation or other bone abnormality is noted. Joint spaces are normal.; on (B)(6) 2010: tricompartmenta1 joint spaces are preserved. No joint effusion. Mineralization is preserved. No dislocation or fracture. Normal right knee radiographs; on (B)(6) 2011: no fracture, dislocation or other acute osseous abnormality is identified. Ankle mortise is intact. Impression: negative; on (B)(6) 2013: patient fell with rib pain. The ribs appear intact. There is no evidence of fracture or bony abnormality. The lungs are free of acute infiltrates. There is no evidence of pneumothorax. Impression: negative ribs.. Most recent follow-up information incorporated above includes: on 12-dec-2018: plaintiff fact sheet received. Added medical history and event vomiting and cramping. Added onset date for abdominal pain. Updated outcome for dysmenorrhoea, fatigue, nausea, migraine, alopecia, malaise. Deleted event 'treatment noncompliance' as patient used ortho evra patch until hsg confirmation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated of the fallopian tube"), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain/menstrual pain (severe)"), back pain ("severe back pain/back pain (ache)"), dyspareunia ("pain during intercourse") and uterine pain ("excruciating pain in uterus") in a (B)(6) female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal in 2003, gravida ii and parity 2 (date of births: (B)(6) 2007, (B)(6) 2009). Plaintiff is not allergic to nickel or any hypersensitivity reaction to nickel. Essure did not cause or aggravated any psychiatric condition. Previously administered products included for an unreported indication: oral pill from 2002 to 2009. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("severe migraines/headache(migraine)"). In (B)(6) 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced nausea ("constant nausea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating/abdominal swelling"). In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 6 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced weight increased ("weight gain"), endometriosis ("endometriosis"), device intolerance ("essure was ¿toxic¿ to body"), uterine pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy /weakness"), swelling ("swelling"), dependence ("addiction"), ill-defined disorder ("overall illness") and treatment noncompliance ("she did not use birth control or contraception at any time following essure placement"). The patient was treated with surgery (laparoscopic removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dependence, ill-defined disorder, nausea and treatment noncompliance outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight increased, dyspareunia, migraine, alopecia, endometriosis, device intolerance, uterine pain, asthenia, abdominal distension and swelling had resolved. The reporter considered abdominal distension, alopecia, asthenia, back pain, dependence, device intolerance, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, ill-defined disorder, migraine, nausea, swelling, treatment noncompliance, uterine pain and weight increased to be related to essure. The reporter commented: plaintiff was not advice of any complications that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2009, she underwent test via hysterosalpingogram. Most recent follow-up information incorporated above includes: on 16-nov-2017: pfs received - new events, "excruciating pain in uterus; lack of energy/weakness; bloating; swelling; addiction; constant nausea; overall illness; and she did not use birth control or contraception at any time following essure placement" were added. Lot number was added. New reporter and aka name was added. Product implant date was updated. Historical and concomitant conditions and drug were added. Lab data was added. Event 'severe abdominal pain' was updated from diagnosis to symptoms. Event migraines was updated as migraine headache. ¿essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated of the fallopian tube"), genital haemorrhage ("heavy bleeding"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("severe menstrual pain / menstrual pain (severe)"), back pain ("severe back pain / back pain (ache)"), dyspareunia ("pain during intercourse") and uterine pain ("excruciating pain in uterus") in a (B)(6) year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal in 2003, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2009), tonsillectomy in 1994, (B)(6) infection (vaginal discharge, vaginal pressure) on (B)(6) 2009, termination of pregnancy - elective, juvenile arthritis (juvenile inflammatory joint pain (during pregnancy)) in 2006, arthralgia (knee pain, long standing. Arthralgia¿s unclear in nature on (B)(6) 2004. Arthralgia secondary to trauma.) In 2005, exercise induced asthma (significant for a history of exercise-induced asthma), pap smear abnormal, anemia, headache nos, migraine and arthritis. Plaintiff is not allergic to nickel or any hypersensitivity reaction to nickel. Essure did not cause or aggravated any psychiatric condition. Social history: former smoker(1 and half packet per day), alcohol intake-occasional and caffeine intake-heavy. On (B)(6) 2009: intrauterine pregnancy at 40 weeks gestation with spontaneous labor, positive urine drug screen (positive for marijuana). On (B)(6) 2009: hysteroscopy tubal sterilization with essure. Comment: 4 coils visible on left, 3 on right. Probable paravertebral muscle spasm. No abnormal motion seen. Previously administered products included for knee pain: ibuprofen in 2004; for an unreported indication: oral pill from 2002 to 2009. Concurrent conditions included body mass index normal. Family history included diabetes (maternal grandmother), heart disease, unspecified (maternal grandfather), asthma (brother) and duodenal cancer (maternal grandmother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 10 months 20 days after insertion of essure, the patient experienced arthralgia ("right knee pain (patellofemoral pain syndrome)"). In (B)(6) 2010, the patient experienced migraine ("severe migraines / headache(migraine)"). On (B)(6) 2011, the patient experienced cough ("cough"). In (B)(6) 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced nausea ("constant nausea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating / abdominal swelling"). In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), endometriosis ("endometriosis"), device intolerance ("essure was ¿toxic¿ to body"), uterine pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy /weakness"), swelling ("swelling"), dependence ("addiction"), ill-defined disorder ("overall illness"), treatment noncompliance ("she did not use birth control or contraception at any time following essure placement"), fall ("fell") and musculoskeletal chest pain ("rib pain"). The patient was treated with surgery (laparoscopic removal of essure) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, dependence, ill-defined disorder, nausea, treatment noncompliance, fall, musculoskeletal chest pain, arthralgia and cough outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight increased, dyspareunia, migraine, alopecia, endometriosis, device intolerance, uterine pain, asthenia, abdominal distension and swelling had resolved. The reporter considered abdominal distension, alopecia, arthralgia, asthenia, back pain, dependence, device intolerance, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, ill-defined disorder, migraine, nausea, pelvic pain, swelling, treatment noncompliance, uterine pain and weight increased to be related to essure. The reporter provided no causality assessment for cough, fall and musculoskeletal chest pain with essure. The reporter commented: plaintiff was not advice of any complications that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram - on (B)(6) 2013: no acute changes, constipation. Hysterosalpingogram - on (B)(6) 2009: essure closure wires are in place. Occluded tubes. Most recent follow-up information incorporated above includes: on 20-nov-2017: medical records. Medical history and lab tests updated. New events: pelvic pain, fall, knee pain, rib pain and cough from medical records. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 01-sep-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding. These events are listed in the reference safety information for essure. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Abdominal pain is also a common occurrence under consumers. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, these both events were assessed as related to essure use. This case was regarded as incident since an intervention was required (surgical removal of essure). Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated of the fallopian tube"), genital haemorrhage ("heavy bleeding"), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("severe menstrual pain / menstrual pain (severe)"), back pain ("severe back pain / back pain (ache)"), dyspareunia ("pain during intercourse") and uterine pain ("excruciating pain in uterus") in a 22-year-old female patient who had essure (batch no: 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal in 2003, multigravida, parity 2 (date of births: on (B)(6) 2007, on (B)(6) 2009), tonsillectomy in 1994, chlamydial infection (vaginal discharge, vaginal pressure) on (B)(6) 2009, termination of pregnancy - elective, juvenile arthritis (juvenile inflammatory joint pain (during pregnancy) in 2006, aching in knees (knee pain, long standing. Arthralgia¿s unclear in nature on (B)(6) 2004. Arthralgia secondary to trauma.) In 2005, exercise induced asthma (significant for a history of exercise-induced asthma), pap smear abnormal, anemia, migraine headache, migraine and arthritis. Plaintiff is not allergic to nickel or any hypersensitivity reaction to nickel. Essure did not cause or aggravated any psychiatric condition. Social history: former smoker (1 and half packet per day), alcohol intake-occasional and caffeine intake-heavy. On (B)(6) 2009: intrauterine pregnancy at 40 weeks gestation with spontaneous labor, positive urine drug screen (positive for marijuana). On (B)(6) 2009: hysteroscopy tubal sterilization with essure comment: 4 coils visible on left, 3 on right. Probable paravertebral muscle spasm. No abnormal motion seen. Previously administered products included for knee pain: ibuprofen in 2004; for an unreported indication: oral pill from 2002 to 2009. Concurrent conditions included body mass index normal. Family history included diabetes (maternal grandmother), heart disease, unspecified (maternal grandfather), asthma (brother) and duodenal cancer (maternal grandmother). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 10 months 20 days after insertion of essure, the patient experienced patellofemoral pain syndrome ("right knee pain (patellofemoral pain syndrome)"). On (B)(6) 2010, the patient experienced migraine ("severe migraines / headache(migraine)"). On (B)(6) 2011, the patient experienced cough ("cough"). On (B)(6) 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced nausea ("constant nausea"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced abdominal distension ("bloating / abdominal swelling"). On (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), endometriosis ("endometriosis"), device intolerance ("essure was ¿toxic¿ to body"), uterine pain (seriousness criteria medically significant and intervention required), asthenia ("lack of energy /weakness"), swelling ("swelling"), dependence ("addiction"), malaise ("overall illness"), treatment noncompliance ("she did not use birth control or contraception at any time following essure placement"), fall ("fell") and musculoskeletal chest pain ("rib pain"). The patient was treated with surgery (laparoscopic removal of essure) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, dependence, malaise, nausea, treatment noncompliance, fall, musculoskeletal chest pain, patellofemoral pain syndrome and cough outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight increased, dyspareunia, migraine, alopecia, endometriosis, device intolerance, uterine pain, asthenia, abdominal distension and swelling had resolved. The reporter provided no causality assessment for cough, fall and musculoskeletal chest pain with essure. The reporter considered abdominal distension, alopecia, asthenia, back pain, dependence, device intolerance, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, malaise, migraine, nausea, patellofemoral pain syndrome, pelvic pain, swelling, treatment noncompliance, uterine pain and weight increased to be related to essure. The reporter commented: plaintiff was not advice of any complications that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram: on (B)(6) 2013: no acute changes, constipation. Hysterosalpingogram: on (B)(6) 2009: essure closure wires are in place. Occluded tubes. Most recent follow-up information incorporated above includes: on 26-jun-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated of the fallopian tube"), genital haemorrhage ("heavy bleeding"), pelvic pain ("chronic pelvic pain"), uterine pain ("excruciating pain in uterus"), dysmenorrhoea ("severe menstrual pain / menstrual pain (severe)"), dyspareunia ("pain during intercourse") and back pain ("severe back pain / back pain (ache)") in a 22-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal in (B)(6), multigravida, parity 2 (date of births: (B)(6)2007, (B)(6)2009), tonsillectomy in 1994, chlamydial infection (vaginal discharge, vaginal pressure) on (B)(6)2009, termination of pregnancy - elective, juvenile arthritis (juvenile inflammatory joint pain (during pregnancy)) in (B)(6), aching in knees (knee pain, long standing. Arthralgia¿s unclear in nature on (B)(6)2004. Arthralgia secondary to trauma.) In (B)(6), exercise induced asthma (significant for a history of exercise-induced asthma), pap smear abnormal, anemia, migraine headache, migraine, arthritis, arthralgia from (B)(6) to (B)(6) and rheumatoid arthritis. Plaintiff is not allergic to nickel or any hypersensitivity reaction to nickel. Essure did not cause or aggravated any psychiatric condition. Social history: former smoker(1 and half packet per day), alcohol intake-occasional and caffeine intake-heavy (B)(6)2009: intrauterine pregnancy at 40 weeks gestation with spontaneous labor, positive urine drug screen (positive for marijuana). Previously administered products included for knee pain: ibuprofen; for an unreported indication: ortho evra patch in (B)(6) and oral pill from (B)(6) to (B)(6). Concurrent conditions included body mass index normal. Family history included diabetes (maternal grandmother), heart disease, unspecified (maternal grandfather), asthma (brother) and duodenal cancer (maternal grandmother). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced patellofemoral pain syndrome ("right knee pain (patellofemoral pain syndrome)"), 10 months 20 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("severe migraines / headache(migraine)"). On (B)(6) 2011, the patient experienced cough ("cough"). In (B)(6) 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced nausea ("constant nausea"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating / abdominal swelling"). In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On(B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vomiting ("vomiting"), endometriosis ("endometriosis"), device intolerance ("essure was ¿toxic¿ to body"), asthenia ("lack of energy /weakness"), swelling ("swelling"), dependence ("addiction"), malaise ("overall illness"), fall ("fell") and musculoskeletal chest pain ("rib pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6)2016, removal of essure). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, dysmenorrhoea, fatigue, migraine, alopecia, malaise and nausea was resolving, the genital haemorrhage, uterine pain, dyspareunia, back pain, weight increased, endometriosis, device intolerance, asthenia, abdominal distension and swelling had resolved and the pelvic pain, abdominal pain lower, vomiting, dependence, fall, musculoskeletal chest pain, patellofemoral pain syndrome and cough outcome was unknown. The reporter provided no causality assessment for cough, fall and musculoskeletal chest pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, asthenia, back pain, dependence, device intolerance, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, malaise, migraine, nausea, patellofemoral pain syndrome, pelvic pain, swelling, uterine pain, vomiting and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff was not advice of any complications that occurred at the time of essure placement procedure. (B)(6)2009: hysteroscopy tubal sterilization with essure comment: 4 coils visible on left, 3 on right. Probable paravertebral muscle spasm. No abnormal motion seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Computerised tomogram - on (B)(6)2013: results: no acute changes, constipation.. Computerised tomogram abdomen - on (B)(6)2013: the liver is normal. Spleen is mildly prominent. Pancreas, adrenals, and kidneys are unremarkable. There is some increased attenuation in the medullary areas bilaterally which suggests the possibility of renal tubular ectasia or mild medullary calcinosis. There is no retroperitoneal adenopathy. There is no ascites. There is no evidence for renal obstruction or ureteral calculus. Constipation is present. In the pelvis, the patient is status post essure procedure. There are no masses, adenopathy or free fluid. There is a posterior right pelvic calcification which is likely a phlebolith as it appears to be very posterior in location.. Computerised tomogram head - on (B)(6)2011: not provided. Hysterosalpingogram - on (B)(6)2009: results: essure closure wires are in place. Occluded tubes. Uterine cavity is normal in size and configuration. No intraluminal filling defects. Essure closure wires are in place. No contrast material passed into the fallopian tubes and there was no free spill of contrast. Normal post essure hysterosalpingogram - post essure procedure 3 months ago. Follow-up. Iodine test for essure.. Orthopaedic examination - on (B)(6)2010: minimal edema at the ankle joint. No fracture / the pelvis appears intact. There is no evidence of fracture or bony abnormality. No fracture, dislocation or other bone abnormality is noted. Joint spaces are normal.; on (B)(6)2010: tricompartmenta1 joint spaces are preserved. No joint effusion. Mineralization is preserved. No dislocation or fracture. Normal right knee radiographs; on (B)(6)2011: no fracture, dislocation or other acute osseous abnormality is identified. Ankle mortise is intact. Impression: negative; on (B)(6)2013: patient fell with rib pain. The ribs appear intact. There is no evidence of fracture or bony abnormality. The lungs are free of acute infiltrates. There is no evidence of pneumothorax. Impression: negative ribs.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.